Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("unplanned pregnancy with thermal ablation /pregnancy") in a (B)(6)-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 1994, (B)(6) 1998). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, 7 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (thermal ablation on (B)(6) 2014). At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: medical termination performed on (B)(6) 2014. This second pregnancy case (B)(6) is linked to the original case (B)(6). Diagnostic results: on (B)(6) 2014, tested positive at home for pregnancy confirmed at a health center, by ultrasound performed on (B)(6) 2014. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('unplanned pregnancy with thermal ablation /pregnancy') in a 37-year-old female patient who had essure (batch no. 625645) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2013, multigravida, parity 2 (date of births: (B)(6) 1994, (B)(6) 1998) and thermal ablation. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (thermal ablation on (B)(6) 2014). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: medical termination performed on (B)(6) 2014. This second pregnancy case (B)(4) is linked to the original case (B)(4). Diagnostic results: on (B)(6) 2014, tested positive at home for pregnancy confirmed at a health center, by ultrasound performed on (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.